Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, an insert revision was performed after an unknown length of time in-vivo due to a loose knee. It was communicated that the requested clinical documentation was not available; however, reported that the patient was a very active and currently has ¿no health issues¿. Without patient specific medical documentation, definitive clinical factors which could have contributed to the reported event could not be concluded, although ligament laxity could not be ruled out as a possible contributing factor. Patient impact beyond the reported loose knee and insert revision with a thicker poly cannot be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents knee system revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, lack of ingrowth, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, after a tka surgery in which a jrny ii bcs xlpe art isrt sz 3-4 lt 9mm had been implanted, the patient, at some point, started experiencing a loose knee. This was solved via a revision surgery on (B)(6) 2023, during which the jrny ii bcs xlpe art isrt was explanted and replaced with a thicker polymer insert, which was a smith & nephew device. Patient currently has no health issues due to this issue.